Event description:
Pt had an aortic neck exhibiting a forty-five degree angle. A planned aortouni-iliac procedure was performed. Main body graft was advanced and deployed without any complications. Iliac leg graft was placed followed by the converter. Post angiogram noted a proximal type iii endoleak that appeared to originate at the junction of the main body graft and the proximal portion of the converter. Another MFR's stent was used to overlap the junction sites between the two grafts components, providing an improved seating of the graft/graft and vessel/graft at the site. Endoleak was resolved. Procedure was completed with no visible evidence of an endoleak.